Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they are fatigued and unable to do activities. Earlier, patient¿s activities of daily living rate response were optimized, and their heart rate went up. It was also noted that the right atrial (ra) lead had position check failure. Both the ipg and ra lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the ra lead exhibited position check failure due to patient condition. The ra lead and the ipg were reprogrammed and remain in use.